Event description:
The pt reportedly experienced intermittencies. External equipment was exchanged and programming adjustments were made. However, this did not resolve the problem. Surgery to explant the pt's device is under consideration.